Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "4004" to "2183". The device was returned to the factory for evaluation on 08/07/2023. An investigation was conducted on 08/10/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned inside the loading device. Small gaps were observed in the seal in the loading device window. A mechanical evaluation was conducted. The seal was able to be loaded into the delivery device, however the seal became further unraveled while loading the device. The blue slide lock was observed to be on and the white plunger was not depressed. The seal and tension spring assembly were removed from the delivery device with no physical difficulties. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.22 inches. The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "fitting problem" was not confirmed, however the analyzed failure "unraveled material" was confirmed. The lot #3000258552 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was not used as the proximal seal was on the outside of the tube when opened. Seal did not load properly into the delivery tube. They did not use this one. A spare heartstring was used and the procedure was completed without incident. No harm to patient's health.